Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, and mammogram and ultrasound suggest possible right breast implant failure.¿ device remains implanted.

Event description:
Later, healthcare professional reported "implant intact" and "leaking within the capsule only". As implant was intact the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii, and mammogram and ultrasound suggest possible right breast implant failure.¿ the device has been explanted.

Event description:
Healthcare professional reported "right breast capsular contracture grade iii, mammogram and ultrasound suggest possible right breast implant failure¿. Later, healthcare professional reported "implant intact" and "leaking within the capsule only". This record is for the right side. Device was explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. Cyst(s):unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, broken, non-penetrating nick and missing was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.